Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the stent had a split in the distal end. Reportedly, no damage was noticed to the shipping container or product packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the stent had a split in the distal end. Reportedly, no damage was noticed to the shipping container or product packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the suture hole is cut and the stent has a tear near the bladder end, which is consistent with one caused by the suture when being pulled. The suture was not returned. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opened the packaging.

Manufacturer narrative:
(B)(6).